Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular atrial lead was capped and replaced due to a capture anomaly. No patient symptoms were reported. No further information could be obtained.